Manufacturer narrative:
The device investigation is still in progress. (B)(4).

Event description:
During a pulmonary vein isolation procedure, it was reported by the bwi representative that an intermittent noise appeared in all channels when using this fixed his curve catheter. Troubleshooting was performed: the cables and catheter were exchanged without resolving the issue. When the catheter was disconnected, the noise disappeared. The bwi representative was not sure if the issue was related to this type of catheter being used or to the patient interface unit (piu). The procedure was completed with a different type of catheter without patient consequences. On (B)(6), received additional information requested from bwi representative stating that there was noise in all channels (body surface and intracardiac signals) and in both systems at the same time, causing difficulty for the physician to interpret the signals. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(6) 2014.